Event description:
It was reported this right ventricular (rv) lead was surgically abandoned due to noise and pacing inhibition. The lead was found to have damage/fractured when the lead was removed. No additional adverse patient effects were reported.